Manufacturer narrative:
(B)(4).

Event description:
It was reported that the clinician called to report that during a merlin.net transmission the pulse generator exhibited noise. The patient had been feeling tired. The physician had reprogrammed the device. The patient had presented for follow up on (B)(6) 2017 noise was still noted. The physician was not sure if the noise was coming from the lead or pulse generator. The patient would be scheduled for aggressive manipulation. No additional information was available.

Event description:
New information states that on (B)(6) 2017 the device was reprogrammed. The patient would continue to be reprogrammed.